Event description:
It was reported that the procedure was cancelled due to occurrence cardiac tamponade.The Farapoint catheter was selected for use during the Farapulse procedure. The left vein (LV) was mapped with the Farapoint catheter for end-systolic volume (ESV). During mapping a cardiac tamponade occurred. The physician strived blood, procedure was therefore cancelled and the patient was transferred to the intensive care for additional intervention. The device is not available for return due to disposal.It was further reported femoral venous access was obtained via a non Boston Scientific (BSC) access sheath and the transeptal puncture was performed using a non BSC transeptal device. It was previously reported the left vein was mapped with the FARAPOINT catheter for end systolic volume. Further clarification was provided that the left ventricle was mapped with the FARAPOINT catheter for premature ventricular contraction. Cardiac tamponade was identified when the FARAPOINT and coronary sinus catheter were in the right ventricle prior to any delivery of ablation. After identification of cardiac tamponade, surgery was performed which located a perforation in the interatrial septum and a perforation of the lateral part of the right ventricle. The patient recovered and was discharged.

Event description:
IT WAS REPORTED THAT THE PROCEDURE WAS CANCELLED DUE TO OCCURRENCE CARDIAC TAMPONADE. THE FARAPOINT CATHETER WAS SELECTED FOR USE DURING THE FARAPULSE PROCEDURE. THE LEFT VEIN (LV) WAS MAPPED WITH THE FARAPOINT CATHETER FOR END-SYSTOLIC VOLUME (ESV). DURING MAPPING A CARDIAC TAMPONADE OCCURRED. THE PHYSICIAN STRIVED BLOOD, PROCEDURE WAS THEREFORE CANCELLED AND THE PATIENT WAS TRANSFERRED TO THE INTENSIVE CARE FOR ADDITIONAL INTERVENTION. THE DEVICE IS NOT AVAILABLE FOR RETURN DUE TO DISPOSAL.

Manufacturer narrative:
DETAILED PRODUCT INFORMATION WAS NOT PROVIDED TO BSC. GOOD FAITH EFFORTS TO OBTAIN THE INFORMATION ARE IN PROGRESS. BECAUSE THE PRODUCT IS UNKNOWN, WE ARE UNABLE TO PROVIDE THE UNIQUE IDENTIFIER (UDI) AND OTHER SPECIFIC PRODUCT INFORMATION AT THIS TIME. A SUPPLEMENTAL REPORT WILL BE FILED WHEN INVESTIGATION IS COMPLETE OR IF NEW INFORMATION IS RECEIVED.

Manufacturer narrative:
This supplemental report is being submitted with an update/correction to sections: B5 Describe Event or Problem.D2a Common Device Name: Percutaneous Cardiac Ablation Catheter For Treatment Of Atrial Fibrillation With Irreversible Electroporation.E1 Initial Reporter City.E4 Init Rptr Also Sent Rep to FDA.H6 Patient Codes.H6 Impact Codes.We are unable to provide the complete Unique Identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.Investigation summary:The device was not returned for analysis; therefore, a technical analysis could not be performed. The complaint record information was reviewed/investigated and the No Problem Detected cause code was selected as the overall investigation conclusion, as no device related allegations were identified for this complaint.Device History Record (DHR) Review: Based on the information provided within the event description, there was no indication that a quality or manufacturing issue was identified related to the device. The DHR for this device was unable to be reviewed, as the ship history performed for this health care facility did not return any results, and the lot number was not provided to BSC as part of the complaint information. Labeling Review: There is no evidence this device was used in a manner inconsistent with the labeled indications. Additional review is not required.Risk Review: A risk review performed for the FARAPOINT device confirmed that the events of Cardiac Tamponade and Cardiac Perforation are known events defined in the products risk management documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the FARAPOINT device is acceptable. Additional review is not required. Conclusion Code Rationale:The Known Inherent Risk of Device cause code was selected for the reported patient complications based on the information provided in the event description. Perforation, Cardiac is considered within the risk threshold of Cardiac Trauma. Cardiac Trauma and Cardiac Tamponade are expected procedural complications addressed in the IFU for the FARAPOINT catheter. No allegations of a quality or manufacturing deficiency contributing to the adverse event were reported to BSC, and the device has not been returned for analysis. Additionally, the No Problem Detected cause code was selected as the overall investigation conclusion, as no device related allegations were identified for this complaint. As such, no escalation is necessary.

Manufacturer narrative:
DETAILED PRODUCT INFORMATION WAS NOT PROVIDED TO BSC. GOOD FAITH EFFORTS TO OBTAIN THE INFORMATION ARE IN PROGRESS. BECAUSE THE PRODUCT IS UNKNOWN, WE ARE UNABLE TO PROVIDE THE UNIQUE IDENTIFIER (UDI) AND OTHER SPECIFIC PRODUCT INFORMATION AT THIS TIME. A SUPPLEMENTAL REPORT WILL BE FILED WHEN INVESTIGATION IS COMPLETE OR IF NEW INFORMATION IS RECEIVED.DETAILED PRODUCT INFORMATION WAS NOT PROVIDED TO BSC. WE COMPLETED A GOOD FAITH EFFORT TO OBTAIN THE INFORMATION, BUT IT WAS NOT AVAILABLE BECAUSE <<INSERT REASON (DEVICE WAS DISCARDED, ETC.). BECAUSE THE PRODUCT IS UNKNOWN, WE ARE UNABLE TO PROVIDE THE UNIQUE IDENTIFIER (UDI) AND OTHER SPECIFIC PRODUCT INFORMATION. D2A: COMMON DEVICE NAME: PERCUTANEOUS CARDIAC ABLATION CATHETER FOR TREATMENT OF ATRIAL FIBRILLATION WITH IRREVERSIBLE ELECTROPORATION; REPORTED HERE AS THE COMMON DEVICE NAME EXCEEDED THE CHARACTER LIMIT FOR DESIGNATED FIELD. D4: THE UNIQUE IDENTIFIER (UDI) WAS UPDATED WITH THE INFORMATION PROVIDED FROM GOOD FAITH EFFORT.

Event description:
IT WAS REPORTED THAT THE PROCEDURE WAS CANCELLED DUE TO OCCURRENCE CARDIAC TAMPONADE. THE FARAPOINT CATHETER WAS SELECTED FOR USE DURING THE FARAPULSE PROCEDURE. THE LEFT VEIN (LV) WAS MAPPED WITH THE FARAPOINT CATHETER FOR END-SYSTOLIC VOLUME (ESV). DURING MAPPING A CARDIAC TAMPONADE OCCURRED. THE PHYSICIAN STRIVED BLOOD, PROCEDURE WAS THEREFORE CANCELLED AND THE PATIENT WAS TRANSFERRED TO THE INTENSIVE CARE FOR ADDITIONAL INTERVENTION. THE DEVICE IS NOT AVAILABLE FOR RETURN DUE TO DISPOSAL.